Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.

Event description:
It was reported that the clinic have had numerous cases where the device dislodged and migrated. The patients returned to the office shortly after and the procedure had to be redone.